Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's son that the patient has been lightheaded and dizzy at times. It was also mentioned that the patient has a "problem" with his leg and is concerned it may be related to the device. The device remains in use. No further patient complications have been reported as a result of this event.